Manufacturer narrative:
Explant evaluation pending. Review of intra-op x-ray shows initial placement of inferior implant device too anterior and 4 month post-op x-ray shows device's inferior plate migration. Surgeon indicated cause for removal likely due to improper intra-operative implant positioning as well as patient selection for disc replacement. Patient had no pain, but experienced slight dysphagia and difficulty with breathing.

Event description:
Ref # imp (B)(4).